Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds in the pacing dependent patient. The lead was capped and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: imk49jb implantable pacing lead 2004-(B)(6). (B)(4).